Event description:
It was reported that during an infusion of blood. A spectrum pump did not alarm for air in line until 2 feet of air was present in the IV set.

Manufacturer narrative:
MFR's ref no. (B)(4). The device was not returned to baxter for eval and therefore, eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.